Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that the omnicurve access cannula sheared off in a patient with very hard bone. It sheared off after multiple attempts to remove the device from the vertebral body. The procedure was not completed and the patient was sent to another facility due to the hard bone. The patient had an additional surgery but they were not successful in removing the piece from the vertebral body.

Event description:
It was reported that the omnicurve access cannula sheared off in a patient with very hard bone. It sheared off after multiple attempts to remove the device from the vertebral body. The procedure was not completed and the patient was sent to another facility due to the hard bone. The patient had an additional surgery but they were not successful in removing the piece from the vertebral body.